Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the animal patient underwent tplo surgery for anterior cruciate ligament (acl) rupture with the torque limiter and the screwdriver shaft. On the first case the torque limiter was used, it was unable to remove the screwdriver shaft from the torque limiter after the surgery. The surgery was completed successfully with no delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found scrdriver shaft 2 short self-hold stuck into the torque limiter 0.4nm w/ao/asif-qc. Based on the shared evidence, a definitive root cause could not be established. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not able to be performed given the condition of the device, as mating device is stuck and was not able to be disassembled. Therefore, the reported condition was confirmed. The overall complaint was confirmed as the observed condition of the scrdriver shaft 2 short self-hold would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: supplier: (B)(4). Manufacturing date: 26-jan-2022. Part number: 313.842, 2.0mm screwdriver blade/ self-retaining/ stardrive ¿/short. Lot number: 136p993 (non-sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. Review of the DHR file: production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. A manufacturing record evaluation was performed for the finished device with batch number 136p993. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component parts reviewed: part number: 313m842, 2.0mm screwdriver blade/ self-retaining/ stardrive ¿/short. Lot number: 136p993. Lot quantity: (B)(4). Inspection sheet, incoming & final inspection, (B)(4) rev ab met all inspection acceptance criteria. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 09-jul-2021 was reviewed and determined to be conforming. Hardness specified at hrc 56-60 and was certified at hrc 57.90. Inspection certificate supplied to universal punch from (B)(4) (for raw material) dated 17-sep-2019 was reviewed and determined to be conforming. Note: op #30, vendor laser etch, was performed by (B)(4) and was 100% inspected at final incoming inspection however, there was no certification included in the DHR for review. Certificate of compliance supplied by (B)(4) for op #50 (vendor colorize) dated 10-aug-2021 was reviewed and determined to be conforming. Packaging label log (pll) lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 136p993. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.